Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 3/5. The home patient (hp) stated a supply bag fell and became disconnected. Product surveillance contacted the hp on (B)(6) 2010. The hp stated he thinks he may have set the supply bag too close to the edge of the table, which he places the supply bags on. The patient did notify his nurse of the incident. The sample was discarded. The home patient is continuing therapy as usual. No patient injury or medical intervention reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.